Manufacturer narrative:
Investigation: customer reported false positive issue on a bd bactec fx top remanufactured instrument (p/n 441676 s/n (B)(6)erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and checked the temperature stability from the log files. The fse discovered that the false positives are caused by the drop in room temperature after customer opened the window after ventilation which cooled down the bactec than desired level. This is an unconfirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was temperature variations caused by opening the window.

Event description:
It was reported that while using instrument top remanufactured bactec fx 15 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using instrument top remanufactured bactec fx 15 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact.